Event description:
Alleged event: the clip applier misfired during a lap cholecystectomy procedure. The pt's condition was reported as fine.

Manufacturer narrative:
The device history record review of the product auto endo5 ml. Lot 73g1400095 investigation did not show issues related to complaint. The MFR will continue to monitor and trend related complaints.